Manufacturer narrative:
The device evaluation as noted in section b5, found there was not enough power output. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the device evaluation is cause traced to component failure. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited not enough power output. There was no patient involvement.